Event description:
As part of a legal mediation effort on (B)(6) 2013 intuitive surgical received information, including medical records, of a patient had a da vinci si hysterectomy and right salpingo oophorectomy procedure on (B)(6) 2011. No complications were noted during the da vinci si surgical procedure. The operative report does not contain any allegation of a malfunction of a da vinci system, instrument or accessory. The patient came back to the hospital on (B)(6) 2011 with symptoms of abdominal pain and urinary leakage. The patient was evaluated and a CT scan of the abdomen and pelvis showed mild hydronephrosis, with spillage of contrast into the abdomen. The patient had percutaneous stenting of both ureters. There were no complications noted, and the patient was discharged on (B)(6) 2011. Per the medical records provided, the patient went back to the hospital on (B)(6) 2011 with a complaint of leaking from the vagina. On (B)(6) 2011 the patient went in surgery for pelvic exploration. The surgeon performed a bilateral ureteral reimplantation and closure of the left ureterovaginal fistula. A suprapubic tube was placed and the patient tolerated the surgical procedure well. The patient was discharged on (B)(6) 2011 with the suprapubic catheter in place. Per this legal complaint the patient continues to suffer from bladder symptoms and some pelvic pain. No further clinical information was provided.

Manufacturer narrative:
Based on the information provided, intuitive surgical has not determined the root cause of the post-surgical complications experienced by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. The documentation provided does not have any allegation of a malfunction of a da vinci system, instrument or accessory. Attempts have been made to gather additional information from the risk management group at the site, however as of the date of this report no response has been received. In addition, no previous complaint was reported relating to this event. Isi has reviewed the system logs for this site with a procedure date of august (B)(6) 2011 and confirmed that there were no system error messages. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci si surgical hysterectomy and right salpingo oophorectomy procedure.